Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the product inserts for mouth gag (450110ri) was torn, detached, and was from the elastic. It was reported that the surgeon completed the procedure. Upon removing the mouth gag, they noticed that one of the pins connecting the elastic to the mouth gag had torn/detached from the elastic and was missing. Their team conducted a search in the operating room and inside the patient¿s mouth, but the missing part was not found. The physician also examined the patient¿s oral cavity and did not find the missing pin. According to one of the teammates, it was impossible for the detached part to have passed through the suction. The patient was discharged home feeling well and with no complaints. There was no delay, injury, or death reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the inserts for mouth gag (450110ri) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The pieces were reportedly missing after the procedure, and it was unknown whether the items had been left in the patient. Definitive root cause cannot be determined. The issue of tearing may be the result of rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.